Manufacturer narrative:
(B)(4). The device was received and evaluated. The manufacturer of the dialyzer (nipro) conducted a review of all batch record documents for lot number 13d18a with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. Nipro also had a retained sample of the lot concerned which they inspected visually and no damage was found on the follow fiber. An air leak test was performed in the water after priming and no leak was observed from fiber or any other parts. A visual inspection and functional testing was performed on the actual device that was returned. The underwater leak test that was performed showed that there were bubbles coming out of the dialysate port at the arterial end. This confirmed the issue because it indicated that there was a leak from the fibers at the arterial end of the dialyzer. The cause of the leak in the fibers could not be determined. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that the patient had a blood leak alarm in the middle of the treatment with the xenium dialyzer that resulted in blood loss for the patient. It was unclear where the leak was coming from. No specific damage to the dialyzer was noted at the time of the report. The patient had an estimated blood loss of approximately 300ml. A hemastix test at the hanson connector showed that there indeed was blood loss and that blood was not returned to the patient. The patient was given unspecified intravenous (IV) antibiotics (dose and frequency not reported). The patient did not resume therapy with a new dialyzer. The patient was not hospitalized for the reported event. The patient was stabilized and then went home. They were reported to have recovered from the reported event. No additional information is available.